Event description:
While surgeon performed an open rotator cuff repair, the tip (approximately 3 mm) of the scorpion needle broke off on the 13th horizontal stitch that passed through tissue. A needle search, which lasted 1 1/2 hours was carried out including suctioning and x-ray. Md finished the procedure and used a new scorpion needle for last stitch, and the wound was closed. The needle tip was found in fluid canister.